Event description:
It was reported the patient no longer had stimulation. The physician undertook surgical intervention, and it was determined the paddle portion of the lead had completely separated from the lead wire. The physician removed the lead tail and implanted a new lead. It was reported the paddle portion of the lead was left implanted, since it was close to another lead placement for a second scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.